Event description:
It was reported that the patient developed major bleeding around their pacemaker due to complications after the replacement of pacemaker battery. The patient was transfused less than 4 units of red blood cell concentrate per 24 hours on (B)(6) 2023. They were admitted from (B)(6) 2023 through (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the relevant sections of the device history records of (B)(4) showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.